Event description:
Every time I wear acuvue vita lenses I end up with blurry vision which lasts for a few hours. It feels like I am not wearing my glasses even though I am. I recently had vision checked, so it's not the prescription problem. At first it seemed like dryness, but this is something more serious than dryness when your vision gets blurry while you are wearing the contacts and that lasts even after the contacts are taken out. This makes me worried that keep wearing will eventually make my eyes go blind.